Manufacturer narrative:
The involved sample was returned for evaluation. Visual inspection of the returned product noted that the reload was partially fired. The clamping mechanism was deformed, and staple pushers were noted to be sub-flush. The reload was loaded into an instrument, the interlock was overridden, and the reload was applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during an lar procedure, the stapler was able to fire but the staple line was incomplete. The I-beam went up forward as the surgeon squeezed the trigger, but stapling failed at the distal part. In order to fix the staple line, used another reload.